Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to unspecified reasons. A new aus device was implanted.

Manufacturer narrative:
Additional information provided in: b5, h6.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to sub-cuff atrophy and recurring incontinence. A new aus device was implanted. No further patient complications were reported.